Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number qlmdkr / gemf2572h40, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The suture broke during the procedure. No further information is available.